Event description:
The customer reported that the system's x-ray indicator light (on top of the workstation) turned on, but no functions were available. The customer was describing a system lock-up. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.